Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID 2134265-2013-07475. It was reported that dissection occurred. In (B)(6) 2013, the patient presented with stable angina. The 90% type c restenosed with 50.0 mm long and 2.5 mm vessel diameter target lesion was located in the diffuse lesion with more than 2 cm in length non-tortuous and non-calcified proximal left anterior descending artery. The lesion was noted to have a significant bend <= 45. Target lesion was pre dilated, then a 2.25x28 promus element plus and an unspecified size promus element drug-eluting stents were expanded in the lesion at 14 atmospheres. Subsequently, the stents was post dilated resulting in timi 3 flow. Following post dilatation, residual stenosis was 0% with the occurrence of dissection. Two days later, the patient was discharged.